Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported; however, the caregiver reported that the ¿end cap was missing¿ and no clarification could be obtained regarding this event (if it was related to the peritonitis event). The patient was hospitalized for the peritonitis event and another indication. Treatment for the peritonitis event was not reported. At the time of this report, the patient was performing hemodialysis therapy and the patient outcome was not reported. No additional information is available.